Manufacturer narrative:
D10: 300-30-09 - equinoxe preserve stem 9mm 7182971. 320-06-42 - glenosphere 42mm 7123819. 320-15-01 - eq rev glenoid plate 7223112. 320-15-05 - eq rev locking screw 7187181. 320-20-00 - eq reverse torque defining screw kit 7177952. 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 4 years and 1 month post the initial left reverse total shoulder arthroplasty, the patient complained of pain and was revised due to poly disassociation. The poly was recalled. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.